Event description:
It was reported by the rep that the surgeon used the (2) 512b during a laparoscopic nissen fundoplication procedure. It was reported that the surgeon found the outer gasket split. The second device also split. The case was completed with a third device. There was no pt consequence.